Event description:
It was reported a pt with ascites in the early tips versus large volume paracentesis study underwent a transjugular intrahepatic portosystemic shunt (tips) procedure using a viatorr device on (B)(6) 2012. Twenty-four days post procedure, a revision procedure was necessary for symptom recurrence. The pt remains a participant in the study.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.